Manufacturer narrative:
On (B)(6) 2025, the complainant reported a leak in a catheter occurred on (B)(6) 2025, but provided no information about the type of catheter, the details of the event, or the lot number. No information was provided about the patient condition. Avi anticipates that the catheter will be returned for evaluation.

Event description:
Report of a break in the catheter.